Event description:
Related manufacturer reference number: 3006705815-2023-06371 related manufacturer reference number: 3006705815-2023-06373 it was reported that patient has never had effective therapy from original lead placement and patient was also experiencing discomfort at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the ipg and one lead were explanted and replaced, the other lead was repositioned to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.